Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced with same model and was not implanted. No adverse patient effects were reported.